Event description:
In the shortest position on the handle, the catheter looks more than 3cm out of the distal scope. There were short term adverse effects on the pt: 3 cm tear, closed with clips in the stomach wall. Nothing had to be retrieved from the pt. The pt did not undergo any additional procedures due to this occurrence. The pt did not require hospitalization or a significant prolongation of hospitalization. There was no fetal distress, fetal death or any congenital abnormality or birth defects.

Manufacturer narrative:
The 1 x echo-19 of lot number c501469 was returned to cook (B)(4) for evaluation. The device was returned in its original package and was open on receipt. The needle had perforated the sheath. It was possible to advance and retract the needle without any difficulty as intended. The needle extensions were measured at various positions and were found to be within specification. The sheath was slightly stretched due to the perforation. Other than the sheath being perforated, there were no other issues noted with the device. The customer complaint was confirmed as the needle had perforated the sheath; however, the cause of the complaint could not be conclusively determined as we were unable to replicate the conditions of use in the laboratory. A review of the device history record has been conducted and it did not reveal any discrepancies which could have contributed to the complaint report. A review of the 2-year complaint history for this product family was conducted. This type of report represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is remote. The echo-19 is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope. The following info was also received in relation to this complaint: 'there were short term adverse effects on the pt: a 3 cm tear, closed with clips in the stomach wall'. The instructions for use provides the following info: 'those associated with gastrointestinal endoscopy include, but are not limited to: perforation, hemorrhage....' No corrective action is warranted at this time because this report represents an unusual occurrence. Customer quality assurance will continue to monitor for complaint trends.